Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. G5: 510k is blank, this version of the device is not sold in the us. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the cannister was leaking. Patient involvement is unknown.

Manufacturer narrative:
One device was returned. Per visual inspection, the water tank enclosure had cracks around screws. The rear enclosure was also cracked around the drain tube. The pole clamp handle was damaged and plastic display support was missing. Per functional testing, the pump was loud, and the water tank was leaking. The complaint was confirmed. The root cause was due to the cracked tank cover and reservoir by the drain tube fitting. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.